Manufacturer narrative:
The pump was received with no act button response due to corroded keypad traces. No button error alarms were noted during testing. Unable to perform the functional tests, including the displacement, rewind, basic occlusion, occlusion, prime, and excessive no delivery tests due to the unresponsive button. The pump also had minor scratches on the display window, a cracked display window at the bottom right side corner, a cracked case at the display window corners, a cracked reservoir tube lip, and cracked battery tube threads.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 54 mg/dl. Customer replaced the battery and was able to clear the alarm for a little while, but it came back later in the day. Customer stated that she just got out of the hospital on friday and was going into diabetic ketoacidosis. Customer also had a stomach virus. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.